Event description:
It was reported that "pt presented with pain. Several cultures in radiology came up negative for infection. Pt still presented with pain and dr. Suspected infection and wanted to remove the prosthesis. Stem came out with difficulty, but the cup virtually fell out. No bony ingrowth on the cup, a lot of ingrowth on the stem."

Manufacturer narrative:
A supplemental report will be sent upon completion of the investigation.